Event description:
It was reported that the device was unable to be interrogated, had no magnet response, and was suspected to be in backup mode. Upon further investigation, the battery of the device was observed to be completely depleted. The backup mode was due to not programming the device into magnetic resonance imaging (MRI) mode prior to MRI exposure. The physician suspected the battery prematurely depleted due to the backup mode not being restored to nominal device settings. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.